Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds, which lead to early battery depletion of the implantable pulse generator (ipg). The lead was capped and replaced, and the device was removed and replaced. No patient complications have been reported as a result of this event.